Manufacturer narrative:
(B)(4). Approximate age of device - 132 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was readmitted on (B)(6) 2017 through the clinic after routine labs revealed elevated lactate dehydrogenase (ldh) found to be in the range of 1000 u/l. The baseline for the patient is between the 200 u/l and 300 u/l range. The patient is dynamically stable with no parameter changes. Heparin was initiated. A ramp study performed was unremarkable. As of (B)(6) 2017, ldh was down in the 400 u/l range. As of (B)(6) 2017, the patient is discharged and doing well at home. Ldh is being monitored. No additional information was provided.

Manufacturer narrative:
A correlation between the eft ventricular assist system (lvas) and the reported elevation in lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.